Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported experiencing symptoms described as "tired and jittery" and receiving scan results of 115 mg/dl and 79 mg/dl respectively. Customer self-treated (unspecified) for low readings and contacted emergency services. Upon their arrival, paramedics obtained a reading of 323 mg/dl on their device and customer was transported to a hospital where he received unspecified treatment. There was no report of death or permanent injury associated with this event.